Manufacturer narrative:
A sample was not returned for evaluation. A photo was returned for evaluation. The photo revealed breakage of the connector and therefore the exposure of the needle: the safety sleeve is turning counting clockwise and housing is turning clockwise at the same time. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusions: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported after removing the bd phaseal¿ injector luer lock (n35c) the needle was exposed. No medical interventions reported.